Manufacturer narrative:
The biomedical engineer reported that on log 2, 6th floor (B)(6) 2019 *no time of event reported* but comm loss for 7 sec. The customer stated that all comm loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.

Event description:
The biomedical engineer reported that on log 2, 6th floor (B)(6) 2019 *no time of event reported* but comm loss for 7 sec. The customer stated that all comm loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) partners reported the following issue via email: 6th floor: . (B)(6) no time reportedcomm loss for 7 sec no further information will be provided from the hospital. Service requested: none . Service performed: none. Investigation result: there was a documented incident in which the cns was reported to have communication loss. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device information provided. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause. D11 & c2 concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.

Event description:
The biomedical engineer reported that on log 2, 6th floor (B)(6) 2019 no time of event reportedbut comm loss for 7 sec. The customer stated that all comm loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.